Manufacturer narrative:
The customer called the siemens customer care center (ccc) due to a recurring aliquot probe issue. Ccc instructed the customer to reseat and inspect the level sense cable connection point. The ccc instructed the customer to use a gauze pad or kim wipe to polish the connection point. The operator then reported receiving a discharge from the instrument. Ccc tested the connection points in the technical support center laboratory, and concluded the connection point does not have a charge. A siemens customer service engineer (cse) was dispatched to the customer site. Upon arrival, the cse observed the instrument to be running patient samples without error. The cse inspected aliquotter and did not find any reason for shock. The cse serviced/cleaned the static ionizer, verified correct grounding on aliquotter probe, ran passing vertical titration of probe, and ran a passing level sense. The cause of the customer receiving an electric shock is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The operator of a dimension vista 1500 instrument received an electric shock, described as a discharge more than static, while troubleshooting the instrument. There are no reports of patient intervention or adverse health consequences due to the shock.